Event description:
This event was captured based on review of the article: "comparative safety of vascular closure devices and manual closure among patients having percutaneous coronary intervention." It was reported that a (B)(4) study identified 85,048 consecutive patients who underwent percutaneous coronary interventional procedures between 2007- 2009. Of the 85,048 procedures, 28,528 used vessel closure devices, 9.7% were perclose devices, 9.5% were starclose devices. No study information was provided on device failures. The article did not indicate a direct correlation between the adverse patient outcomes and the perclose and starclose devices. Clinical outcomes were as follows: death. No additional information was provided.

Manufacturer narrative:
(B)(4). Median age of study patients. Estimated date of event is entered as (B)(6) 2009 as the procedures occurred between 2007 - 2009. The devices are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.